Event description:
Patient reported that she has experienced elevated blood glucose and that she believes the insulin delivery of the infusion device is too low. Blood glucose was 302 mg/dl on (B)(6) 2011 at 2:30 p.m., and patient delivered a correction via the infusion device. Blood glucose was 402 mg/dl at 3:30 p.m., and patient changed the accessories and delivered a correction via the infusion device. Blood glucose was 411 mg/dl at 5:00 p.m., and patient switched to the backup infusion device using the same basal rates and delivered a correction bolus. Blood glucose was 211 mg/dl at 7:30 p.m., and she delivered a correction via the infusion device. Blood glucose was 95 mg/dl at 11:00 p.m., and she ate a piece of glucose. Blood glucose level was "ok" on (B)(6) 2011. The infusion headset is changed every two days and the cartridge and infusion tube every week. Patient did not have an infection, but did start an anti-depressant three weeks ago. Infusion device was not exposed to electromagnetic fields. Normal blood glucose level is 160 mg/dl. Infusion device was requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.